Event description:
It was reported to philips that the system failed to boot during use, with frame grabber errors identified on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System returned to use; diagnostics performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).